Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A blockage of the auto manual valve was removed to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
He hospital reported an internal an error that results in a loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.